Event description:
The customer contact reported that during testing at the user facility, an unrequested bolus was delivered. It was reported that the bolus cord was connected to a gemstar pump. The customer contact reported that both physical orientation and varying mechanical knocks cause the switch to give a low or partial resistance, enough for the pump to indicate the button as being momentarily pressed. It was reported that the pump displayed an error message and continuously alarmed for 1 minute. There were no reported adverse pt effect and no reported of delay in therapies critical to any patients. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.